Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.

Event description:
The manufacturer received information that the trilogy 202 ventilator was returned to the third-party service center for the allegation of error code e-344 appearing as soon as the device is turned on. There was no patient involvement, and no harm or injury reported. On preliminary evaluation, the alleged error code e-344 which indicates ventilator service required for oxygen blending module urgent service did not appear in the device's error log on review. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.